Manufacturer narrative:
Device received with critical pump error and 3 consecutive pump error 53 alarms found in the device history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an open book image. Customer¿s blood glucose value was unknown. Customer stated that the insulin pump was showing an insulin pump with red x with arrow pointing to the right with the open book. Customer was advised to discontinue use of pump and revert to her back up plan from health care professional. Customer was given replacement for her insulin pump. Insulin pump was returned for further analysis.